Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set separated which resulted in a leak. The issue occurred during use. Blood backed up into the patient's port and pooled onto the floor. Unspecified medication leaked onto the patient and the floor. The patient cleaned up and changed their clothes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed, and it was noted that the tubing was separated from the male luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.